Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home, in his sleep. The cause of death was natural causes. The caller stated that on (B)(6) 2016, the customer started having really low blood glucose for approximately six days. The caller did not specify any blood glucose values. The caller stated that the customer was a brittle diabetic. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; he had removed it the evening of his passing and left it the kitchen, before going to bed, because the insulin pump had been alarming. The caller did not specify what alarm. The customer was not using sensors. The caller agreed returning the insulin pump for analysis. The caller stated that they had already performed an upload to the carelink.

Manufacturer narrative:
The pump did not have a battery installed when it was received. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, unexpected restart and self tests. No unexpected alarms were noted during testing. The pump had intermittent button response on the esc, act, up arrow and down arrow buttons. No cosmetic damage was noted. No data was available due to the pump being received without a battery installed.

Manufacturer narrative:
Findings: the unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected alarm error test and self test. No unexpected alarms noted during testing. Unit had intermittent button response on the escape, act, up arrow and down arrow buttons. Unable to determine root cause of intermittent button response due to product preservation. No cosmetic damage noted. Data analysis: there is no data available due to the unit received without a battery installed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.